Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, opening shell, cresses flat. And device appearance (observed 40 mm dark patch edge material inside gel device). A microscopic analysis was performed which identify, striated opening. Based on the device analysis, the final assessment is: a striated edge opening on posterior assessed, as surgical damage.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.